Event description:
Blood glucose result was 170 mg/dl back to back with a low result, value could not be provided, however customer stated seeing the "hypo" on the screen indicating a low result. It was reported customer ate and felt better. Reporter stated several weeks earlier, felt ill and glucose was 105 mg/dl at 7 am so went to the emergency room (ER) where their device measured 95 mg/dl at 9:30 am. No treatment was reportedly received as a result. Reporter indicated later that afternoon, meter read 170 mg/dl back to back with a result of 68 mg/dl performed within 5 minutes of each other. A request was made for the return of the suspect device and replacement product was sent.